Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg pocket site following weight loss. As such, surgical intervention took place wherein the ipg was explanted and replaced. The new ipg was implanted in a new pocket to address the issue. Reportedly, the discomfort at the ipg site has resolved.